Manufacturer narrative:
Follow-up report #1: additional information - 09/30/2016. Device evaluation of monitor sn (B)(4) was completed. Upon investigation diode d4, inductor l603, processor u1005, and high-voltage capacitors c19, c20, c21, and c22 were physically damaged on the computer/analog and defibrillator pcas. The monitor enclosure showed signs of physical abuse. The root cause for the damage was excessive force on the monitor. Device evaluation of monitor sn (B)(4) is underway. The reported problem (service code displayed) was confirmed. Upon investigation the monitor displayed a service code 203 (pulse test fault) and code 110 (over voltage cleared no energy). A root cause investigation is underway. A supplemental report will be submitted upon completion of the investigation. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor was displaying a service code.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) is underway. The reported problem (service code displayed) was confirmed. Upon investigation the monitor displayed a service code 203 (pulse test fault) and code 110 (over voltage cleared no energy). A root cause investigation is underway. A supplemental report will be submitted upon completion of the investigation. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor was displaying a service code.